Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have nasal irritation, watery eyes, cold and kidney cancer. The patient did receive medical intervention in the form of prescription for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to have nasal irritation, watery eyes, cold and kidney cancer. The patient did receive medical intervention in the form of prescription for antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Slight dust-like and fibrous contamination was observed on and around the iso port. Observed an unknown white powder type of contamination at the air input of the blower box in the filter area. Observed a light gray, non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Observed a black contamination, consistent with keratin, at the air outlet of the blower box. Observed an unknown fine white dust-like type of contamination throughout the blower box, on the blower motor, and on the inner rim of the blower motor air intake. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms.  In this report, sections d9, g3, h3, and h6 have been updated or corrected.